Event description:
It was reported that this system exhibited on the right atrial (ra) lead noise resulting in inappropriate atrial tachycardia response (atr) detections. Technical services reviewed the logbook and confirmed the presence of noise on the atrial lead, consistent with lead chatter, potentially due to a lead fracture. While atrial lead impedance remained stable. The lead is aged, which may contribute to the issue. No inappropriate pacing or therapy was delivered, and no immediate patient impact was reported. This system remains in service.